Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a patient data (pd) code. Boston scientific technical services (ts) was contacted and confirmed that this code was benign due to memory corruption, and steps were provided for re-entering the patient data. Additionally, it was noted that there was evidence of smartpass repeatedly being disabled, and there was evidence of a fluctuating baseline. Ts recommended acquiring new s-ecgs of the different vectors post-ablation procedure to better optimize the system. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.